Event description:
This non-serious unsolicited report for sculptra (poly-l-lactic acid) from (B)(6) was received from a physician via our sales force on (B)(6) 2010, with subsequent information received on (B)(6) 2010 (processed together), has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree ((B)(4)). A ptc (pharmaceutical technical complaint) has been initiated. This report involves a pt (demographics not reported) who was treated with poly-l-lactic acid on (B)(6) 2010 (amount injected, location of injection's, dilution information, lot and expiration date not provided). Medical history and concomitant medications were not reported. A physician reports that a pt was injected with poly-l-lactic acid on (B)(6) 2010, and on (B)(6) 2010 the pt experienced inflammation. Corrective treatment with urbason (methylprednisolone) every 12 hours (dosage, formulation not reported) was prescribed. The dose was gradually decreased, but when the pt withdrew the medication, the inflammation reappeared. Additional information was received on (B)(6) 2010 from the physician via medical advisor. The pt was asymptomatic on (B)(6) 2010 (date of resolution not specified). According to the physician, the pt was on a trip; therefore, diagnosis of recovery could not be performed. Further information was not reported.